Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of the reported failure was not identified.

Event description:
Customer reported IV fluid (antibiotic) leaked out of small puncture in the pump segment. Narrative from the customer's product failure form stated: "the rn was ambulating with the pt and noticed IV fluid leaking out of the pump. When she opened the door and took the tubing out, she discovered that there was a small puncture in the stretchy part of the tubing causing the leakage. Tubing had been hanging for several hours at least already." No other effect to pt was observed, no harm reported. Although requested, no additional patient/event info was provided.